Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received into three pieces, the connector was not received. The instructions for use (IFU) states "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue. Block b3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/16/2024.

Event description:
It was reported during a procedure; the quartz fiber wear out period was extremely fast. The fiber was exchanged to complete the procedure with another fiber. There were no patient complications reported. Analysis of the returned fiber identified that there was a fiber break.